Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon was ruptured. The lesion being treated was located in the calcified, 99% stenosed bifurcation of the proximal left anterior desending (lad) artery and the 1st diagonal branch (d1). Another manufacturer's stents were implanted into the d1 and proximal lad. Following the crush stent technique, a guidewire was passed through the d1 and the maverick2 monorail was then advanced into the d1. Before the balloon was inflated, blood was noted in the inflation device. When the physician removed the device, he confirmed that the balloon had "ruptured" without ever being inflated. The procedure was completed with another maverick2 monorail balloon. There were no reported patient complications. Patient status listed as "good".